Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information indicates that the product was already returned and updates from product investigation was received. Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The pacemaker was explanted and then was used as an external temporary device. Moreover, the pacemaker was explanted as a new system was implanted. There were no additional adverse patient effects reported. The pacemaker is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The pacemaker was explanted and then was used as an external temporary device. Moreover, the pacemaker was explanted as a new system was implanted. There were no additional adverse patient effects reported. The pacemaker is no longer in service.